Event description:
The patient contacted animas on (B)(6) 2013 alleging the pump had been losing power intermittently for over one week. The patient denied damage to the battery cap, and battery compartment and denied corrosion. The patient was unable to troubleshoot the pump at the time of the call. Customer support made several attempts to contact the patient in follow up to complete troubleshooting, but the patient did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.